Event description:
It was reported that revision surgery was performed due to loosening due to sepsis.

Manufacturer narrative:
The likely cause for loosening was due inadequate bone support which was observed by the lack of significant bone growth on the fixation surface of the stem. This may have been a result of the reported sepsis.